Event description:
It was reported that inappropriate shock was delivered due to t wave oversensing. In addition, possible artifacts were seen after the shock was delivered. The device was reprogrammed to the primary vector after being programmed to the alternate vector during a follow up in december 2019. And a request for review was sent to technical services (ts). Ts review confirmed inappropriate shock delivery due to signal double-triple counting, changing in morphology with a significate drop in r wave amplitude, and high amplitude artifacts were also noted after shock delivery. Ts discussed doing troubleshooting to determine the root cause of this issue. Additional information noted that this patient had recently received three inappropriate shocks, one in each sensing vector. An inquiry regarding programming was needed for this patient. At this time the patient was programmed to the alternate vector. Ts provided similar recommendations as previously noted and wanted to know if any suggested troubleshooting has been performed. Ts noted that programming the device to the alternate vector may be viable assuming that steps were taken to assess the reason why there was dramatic r wave reduction seen. No further information was provided. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that inappropriate shock was delivered due to t wave oversensing. In addition, possible artifacts were seen after the shock was delivered. The device was reprogrammed to the primary vector after being programmed to the alternate vector during a follow up in (B)(6) 2019. And a request for review was sent to technical services (ts). Ts review confirmed inappropriate shock delivery due to signal double-triple counting, changing in morphology with a significate drop in r wave amplitude, and high amplitude artifacts were also noted after shock delivery. Ts discussed doing troubleshooting to determine the root cause of this issue. No adverse patient effects were reported.